Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08dec2020.

Event description:
It was reported that the ventilator powered itself on and off. Reportedly, the unit was connected to alternating current (ac) power and had been in storage. There was no patient involvement. The customer troubleshot with technical support and found that the battery had 0 volts, charger 14 volts when ac was connected with power off. Reportedly, the battery had been installed in 2017. The customer was advised to replace the battery and the user interface (ui) board. The customer reported that the ui board and battery were replaced.